Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon found a filamentous foreign body on a 13.7mm vicmo13.7 implantable collamer lens, -08.50 diopter. The foreign matter was removed with forceps and the lens was implanted in the patients left eye (os) on (B)(6) 2022. The lens remained implanted and the patient is doing well. Cause of the event was due to the device.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).